Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the ventricular channel. No device intervention was performed but programming changes were discussed. Patient was asymptomatic.